Event description:
A consumer reported that she experienced an eye infection two months ago following use of this product. She stated that when she took off the cap to fill her small travel bottle a dead ant came out of the bottle. She stated she went to the doctor who treated her with steroids. She also stated that she returned to the doctor three weeks later and her eyes had cleared up. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned by the customer. The complaint history was reviewed for this lot and there were no other complaints for eye infection reported. Review of the compounding and filling mbrs did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A single, normal, level I iba was performed for packaging nonconformances and was found to be acceptable. This lot met all release criteria prior to product release. Additional information was requested by mail on 07/13/2011 and 08/09/2011 and by phone on 07/20/2011 and 08/01/2011. A completed questionnaire has not been received. (B)(4).